Manufacturer narrative:
Pump passed self test. Pump monitored for several days and no unexpected high pitch noise, constant tone, screeching/frozen screen, display anomaly or audio or beep anomaly noted. Pump received with cracked case at display window corners, battery tube threads, reservoir tube, minor scratched display window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump has a constant audible tone that cannot be cleared. Customer also indicated that the display screen only shows the number two and nothing else. Customer does not recall any significant events leading to the error. Customer's blood glucose was 110 mg/dl at the time of incident. Troubleshooting was done for constant tone but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.